Event description:
The unit was returned for routine service with no problems specified. There was no reported pt harm. During the repair evaluation, it was discovered that the unit would not power on and that the audible alarm was also not functioning. The power switch was replaced to correct the problem.